Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value.due to dirt on objective lens, there was a lack of image on the monitor. Due to a scratch on the objective lens, flare occurred. The universal cord had a wrinkle. The control unit had discoloration. The electrical connector had discoloration due to water leakage. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive on the distal end had a chip. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Due to dirt on the objective lens, the image had partially dark area. The scope-cover plate was unclear. The nozzle, the distal end, the objective lens, the plastic distal endcover, and the adhesive on the distal end all had foreign objects. In addition, the plastin distal end cover, the scope connector cover unit protector of universal cord on s-connector side, the light guide-cover glass, the locking engagement lever, the free engagement knob, the up/down/right/left knob, the switch box, the scope-cover, the scope-connector, the universal cord, and the control unit were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had foreign object (histacrylic) adhesion, separation. The issue was found during reprocessing of an unspecied procedure. The intended procedure was completed using the same device. The device is inspected before use. Inspection and testing of the returned device found there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) . Operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.